Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: the patient was getting entyvio which is mixed in a bag of 250cc of saline. The infusion rate was 518 over 30 minutes. About 15 minutes into the infusion it was discovered that the rate on the pump had dropped down to 250 and it did it on its own. Patient brought it to our attention as they noticed that the pump was not running at the regular rate. There was no harm brought to the patient but this had happened before. We had to closely monitor the pump and it happened again.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Logs of the pump were provided and issue reported was not confirmed from the log review investigation, however multiple tests were performed and the investigator was unable to confirmed the issue. Investigation results: the reported issue was not present during investigation. Volumetrics of 125ml/hr and 25ml tested in spec at 25.8ml or 104% of expected volume with no unexpected rate changes. Ran pump at 518ml/hr for 1.0 hour with no unexpected rate changes. Log review shows last infusion on (B)(6) 2022 and 8:55pm with an infusion start of 500ml/hr. At 9:10pm infusion was stopped with a volume infused to 120ml, rate was changed to 250ml/hr and at 10:39pm an air alarm stopped the infusion with a volume infused to 369.1ml. Perform preventive maintenance service. As a result, we were unable to determine the cause of the reported issue. All information concerning this reported incident has been included in our trend analysis of the product line.